Event description:
It was reported that difficulties were encountered following encapsulation of a very large stone in the common bile duct. Due to the size of the stone, the stone could not be crushed. Numerous attempts to dislodge the stone from the basket were unsuccessful. The basket handle was cut and the patient was transferred to surgery for surgical retrieval of the basket and stone. The patient tolerated the surgery well and has since been discharged. No patient sequelae resulted from this event. To date, no further details surrounding the circumstances of this event are available. Should additional details become available, a supplement will be forwarded at that time. The device has been destroyed by the user facility. Therefore, the company was unable to determine the exact cause for this event. It was indicated the stone was very large which may have been a contributing factor to this event. However, without evaluating the device and without further details, the company is unable to determine the exact cause for this event at this time. The company's directions for use state: "if the calculus cannot be removed from the basket: follow standard surgical considerations for surgical stone removal. Using wire cutting pliers, cut the handle off the basket sheath and basket wire. Withdraw the basket sheath and endoscope together, leaving the basket wire behind without the calculus in situ."